Event description:
It was reported that during an unspecified procedure, a perforation occurred. The lesion being treated was a moderately calcified, 100% stenosed bifurcation of the popliteal artery into the posterior tibial artery. The physician experienced some difficulty while advancing the cutting balloon. It was initially suspected that there was a kink in the insertion sheath, as the cutting balloon could not be advanced. Fluoroscopy was used to determine the issue. The cutting balloon had perforated the superficial femoral artery. With careful tension, the physician was able to remove the wire and then the cutting balloon, and no hematoma developed. The procedure was not completed due to this event. Another intervention was scheduled to take place 3 days later. Details regarding that intervention have not been provided. Pt status was reported as 'okay'.